Event description:
The event has happened previously. A medsun report was filed for a previous event. The tubing in the refill kit was not patent-the provider could not withdraw or inject medication into the implanted pump during a sterile procedure due to the dysfunctional tubing. The instance of malfunction has occurred three times now.